Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). A field service engineer (fse) replaced the ion-selective electrode reagent mechanism. The customer reported still having an issue with calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c (501) module. Patient 1's initial result was 133 mmol/l, with repeat results of 141 mmol/l and 139 mmol/l. Patient 2's initial result was 133 mmol/l, with repeat results of 144 mmol/l and 141 mmol/l. The initial results were repeated because the customer discovered that the qc was out and performed a patient lookback. The initial results were deemed to be correct.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The sodium electrode lot number is aks04, and the expiration date is 20-jul-2025. A field service engineer (fse) replaced the sipper mechanism. They performed mechanism checks 20 times, ion-selective electrode (ise) calibration, qc, and ise checks all passed. The customer was able to run patients without issue. The investigation determined that the service action resolved the issue.